Event description:
It was reported that the previously working remote monitor was no longer receiving power and did not respond when the start button was pressed. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. A new power cord was sent for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.